Manufacturer narrative:
Details of the complaint: customer at bay health medical center reported an event which occurred on (B)(6) 2019 in which a pause event did not alarm or change color. Investigation summary: there was a reported event in which the device did not appropriately alarm (visually or audibly) for a pause event. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. The customer has not provided further information after multiple requests to obtain information needed to perform investigation. Due to the lack of information available, there is insufficient information to determine root cause/risk of the issue. The following fields are not applicable (na) to this report: d4 lot # & expiration date. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1 brand name; d4 model number; catalog number, serial number, unique identifier (UDI) number. D11 & c2 suspect medical device; g5 PMA/510(k) number; f9 approximate age of device. No serial number was provided, so the age of the device in unknown. H4 device manufucturer date. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? H6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm as expected.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) did not alarm as expected. Attempts to obtain further information were made, but not provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Approximate age of device. No serial number was provided, so the age of the device in unknown.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm as expected.